Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) was fractured. During a routine bi-ventricular implantable cardioverter defibrillator (ICD) replacement procedure this lead was surgically abandoned and electively replaced. Another lv lead was successfully implanted. No adverse patient effects were reported.